Event description:
It was reported that during a bypass surgery, after coagulating with bipolar forceps the surgeon noticed that the tip [jaw] of the forceps broke off. The fragment could not be located or visualized in the abdomen therefore, fluoroscopy was used. The fragment could not be located. At the end of the procedure radiography was used and the fragment was visualized in the patient. The fragment was recovered during a second surgery.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(6)